Event description:
It was reported that the customer was having high blood glucose. Customer stated she believes the insulin pump is not delivering insulin properly. The device passed the prime test, but failed the high pressure test twice. The blood glucose reading was 396mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No moisture damage on motor or electronic assembly noted during visual inspection.